Manufacturer narrative:
Summary investigation: review of the provided patient files dated august 14, 2023 (implantation date), showed good electrical values (sensing, threshold) and a quite elevated impedance but within acceptable range the day of the implantation. However, since no additional files dated after august 14, 2023, were provided, it was not possible to confirm the reported lead micro-dislodgement on the basis of patient files data. X-rays provided did not clearly evidence any lead dislodgement between (B)(6) 2023 (the day after implantation), supporting the hypothesis of a lead micro-dislodgement not visible on x-rays. The lead was correctly repositioned during a re-intervention on (B)(6) 2023. During the procedure, a micro-perforation occurred during lead repositioning. This was managed with a tamponade and the lead remained implanted. Cardiac micro-perforation may be attributed to factors, such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature.

Event description:
Reportedly, on (B)(6) 2023: lead implanted at the right ventricle apex. During pm interrogation, no abnormality and the x-ray shows a lead in place. The day after (on (B)(6) 2023), the patient collapses and the pacemaker is again interrogated and the data are suggestive of a micro-dislodgement. On (B)(6) 2023: the patient is taken back to the rhythmology unit to reposition the lead. The lead returns good operating signals. However, the procedure is complicated by a tamponade with cardiac arrest requiring resuscitation and needle drainage. The patient was taken back to the cardiac surgery unit for surgical drainage and sternotomy, where a bleeding site was visualized at the apex of the right ventricle. According to the medical team, the lead had perforated the right ventricle during its micro-dislodgement, and its repositioning had left the perforation gaping, resulting in tamponade. The lead was left in place once it had been properly repositioned in the rhythmology unit. On (B)(6) 2023: the patient was discharged from hospital.

Event description:
14/08: lead implanted at the right ventricle apex. During pm interrogation, no abnormality and the x-ray shows a lead in place. 15/08: the patient collapses again, the pacemaker is again interrogated and the data are suggestive of a micro-displacement. 18/08: the patient is taken back to the rhythmology unit to reposition the lead. The lead returns good operating signals. However, the procedure is complicated by a tamponade with cardiac arrest requiring resuscitation and needle drainage. The patient was taken back to the cardiac surgery unit for surgical drainage and sternotomy, where a bleeding site was visualized at the apex of the right ventricle. According to the medical team, the catheter had perforated the right ventricle during its micro-displacement, and its repositioning had left the perforation gaping, resulting in tamponade. The lead was left in place once it had been properly repositioned in the rhythmology unit. 30/08: the patient was discharged home from hospital.